Manufacturer narrative:
Routine testing confirmed this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Information obtained from the device did not show any evidence that the device was switching itself on automatically as reported by the customer. The data did confirm the device failed a weekly self test on (B)(6) 2012 because of a low battery. Investigation confirmed there to be a fault with the +ve terminal pogo pin and -ve pogo pin. When tested under load the current flow through the pins was reduced and caused fluctuations in the voltage. The fluctuations were sufficient for the device to identify a low battery and trigger the low battery warning. Testing showed that both the device and the battery were capable of operating to specification and whilst the fluctuations recorded in the voltage were significant enough to trigger the low battery alarm they did not prevent the operation of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.